Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 5" message and showing a battery indicator symbol. The patient indicated that both reported issues started "within the last month." The patient did not take any specific actions related to diabetes treatment as a result of the alleged meter issues. On an unspecified date/time after the alleged meter issues began, the patient reportedly developed symptoms of feeling shaky. The patient contacted the paramedics twice during the time of concern. In one case, the paramedics treated the patient with food and a beverage. It is not known if the patient was tested on another device during the time of concern. The patient reportedly did not replace the meter's battery according to the owner's manual. The "error 5" issue was resolved when the patient retested with a new vial of test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed to have developed symptoms suggestive of hypoglycemia and required medical treatment after the reported meter issues began.